Event description:
On 11th september, 2024 getinge became aware of an issue with one of surgical lights - volista standop. It was stated screw fell off the bowl/lamp during the procedure. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - volista standop. It was stated screw fell off the lamp during procedure. The cause of this issue was the lack of a silicone cap which should protect the screw from falling out. There was no injury reported, but we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem, d1 brand name, d4 catalog deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 11th september, 2024 getinge became aware of an issue with one of surgical lights - volista standop. It was stated screw fell off the bowl/lamp during the procedure. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - volista standop. It was stated screw fell off the lamp during procedure. The cause of this issue was the lack of a silicone cap which should protect the screw from falling out. There was no injury reported, but we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Previous d1 brand name: volista standop. Corrected d1 brand name: standop volista®. Previous d4 catalog # ardvst229019a. Corrected d4 catalog # none. Getinge became aware of an issue with one of surgical lights - volista standop. It was stated screw fell off the lamp during procedure. The cause of this issue was the lack of a silicone cap which should protect the screw from falling out. There was no injury reported, but we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during procedure. A root cause analysis was performed by subject matter experts, and it was established that the cleaning of the device, and particularly the wiping of the device may lead to a partial dismantling of the silicone cap. A maintenance intervention may also be at the origin of an improper positioning of this cap. This partial dismantling may lead to a fall of the silicone cap during the cleaning, or during a surgical procedure. To prevent any incident, the powerled ii and volista instruction for use IFU 01811 & 01781 instruction mentions: do not use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. Check the proper position caps and cover during the daily inspections before use. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.